Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon noted that the haptic was kinked inside of the eye. The incision was enlarged and the iol was removed, no sutures were needed. The procedure was completed with another iol.

Manufacturer narrative:
The lens was received in a plastic bag. The returned sample was inspected at 10x microscope magnification which is the normal inspection magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-sterile environment. Also noted was kinked/crimped (pinched loop) for one of haptics. The complaint for haptic damaged (kinked/crimped) was verified in the sample returned. The manufacturing record review indicated that the raw material/manufacturing procedures in the change control system did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Haptic kinked. Enlarged incision. All pertinent information available to the manufacturer has been submitted.